Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It reported later that the trial went well he went catheter free for 7 days and will be going on to implant. The patient stated the lead did pulled a little out of place due to his activity level however he reported a successful trial.

Event description:
It was reported that a day prior to this call trial patient had to increase stim to 8 or 9 to feel stimulation. The patient stated the device worked really well the 1st day and did not know if it was working properly. The patient stated maybe a "wire" came loose and he could still feel the "wire" in his back. It was later reported that patient sometimes had to "do it full blast" because he could not feel it. The patient stated he would feel it for a while and then "it dies out." The patient used to be at 4.5 but now was comfortable at 5-6. The patient stated he noticed this the night prior to this call. The patient noted that sometimes he had to switch wires too (left to right). The patient asked how they could tell when he could get the permanent. It was reported that patient was getting 50% reduction in symptoms with trial. The patient noted that he was going 30 times and now was down to 8 a day prior to this call. Additional information received a day later indicated that trial helped with not going that often and worked pretty well the first couple of days. The day prior to this call patient noticed the wire was loose and he did not get a very strong flow, pressure and asked if the strong pressure will come later. The reported since a day prior to this call he was only getting pressure if he was lying on his back. The patient stated that the wires are already faulty, he bent over and hcp told patient not to bend over. The wire came out a little bit a day prior to this call and the only way patient felt stimulation was when lying on his back. But he wanted to test it when he was on his feet and he did not want to delay his permanent implant. It was indicated since the day of the initial report the device was giving patient some kind of shocks. The patient stated that it did not shock him only from walking around but stimulation stayed on for 3-4 min and then he would feel nothing. The patient was instructed to shut device off. The patient had an appointment with hcp on tuesday. The patient indicated that was going to leave therapy on. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.